Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 425cc saline breast prosthesis, catalog #3542670, lot #217369. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 425cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/16/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/16/2018, mentor received additional information about the event. The event date was originally reported to be (B)(6) 2018. New information states that the event date is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor memorygel breast implant 500cc gel breast prostheses. On 06/22/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/08/2018, mentor completed the investigation on the suspect medical device. Upon receipt to mentor, the device contained no fluid. White material was observed within the device. White and brown material was observed on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the posterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.3 cm discovered within the siltex cracking. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).